Event description:
Per the audiologist's report, this pt experienced a decrease in performance as well as facial nerve stimulation and pain. This pt has change syndrome. Integrity testing showed normal device function. The responses an individual electrodes suggested array migration or unusual cochlear anatomy. The surgeon reportedly stated that the CT showed normal array placement but did not comment on cochlear anatomy. The pt underwent explantation/reimplantion surgery in 2006.